Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. During investigation, an ezcarb bolus was performed, and the pump accurately calculated the appropriate bolus amount.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that three times over the last three weeks the pump has calculated his insulin dosage incorrectly. He provided the following information as an example to customer support: on the morning of (B)(6) 2011 his blood glucose (bg) before breakfast was 208 mg/dl. The patient planned to eat 34 grams of carbohydrate. The patient's insulin to carbohydrate setting from 12:00 am to 4:00 pm is 1:12; his insulin sensitivity factor is 1:35; and his bg target is 130 mg/dl +/- 10mg/dl. There was no insulin on board as he had not delivered any boluses yet that day. The patient reported that the pump recommended to bolus 1.5 units but a manual calculation indicated the bolus should have been 4.5 units. The patient did not report any adverse event associated with this complaint.